Event description:
During an initial implant of a ventricular leadless pacemaker (vlp) on (B)(6) 2026, it was noted the physician had to reposition the vlp due to a poor current of injury (coi) and low pacing impedance. The poor electrical parameters were alleged on the patient's anatomy due to suboptimal positioning. While repositioning the vlp, the helix became stretched. The vlp was not used and a new vlp was successfully implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Reported event of helix stretch was confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.

Manufacturer narrative:
H6.